Manufacturer narrative:
Analysis revealed media (cd/dvd/usb) incompatible with os. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation device. It was reported that when the ear, nose, throat (ent) software was launched a sr manager error was received. The site attempted to launch the cranial software and had the same had the error occur. The device was shut down and restarted but the device stayed on the black start up screen with no activity. The site continued to restart the device until it booted up completely and as a result the issue was resolved. This was observed outside of a surgical procedure. No patient involved.